Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. A broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d.4., d.9., h.3., h.4., h.6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.